Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that she had experienced a hypoglycemic episode while on vacation in the (B)(6). Patient passed out and paramedics were called. Before paramedics reached patient, patient's friends revived her by giving her glucose tablets and juice. Patient reports that cgm/bg values were 200/57 mg/dl at the time of her hypoglycemic episode. Patient also reports that 18 hours had elapsed since she had last calibrated her cgm, which is greater than the recommended 12 hours per user's guide. At the time of her call to dexcom technical support, patient reports she was feeling fine.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.